Manufacturer narrative:
D4 product information and h4 device manufacture date corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 and h8. Upon review, the brand name and usage of device have been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an air in purge alarm and automated impella controller failure. No patient harm was reported.

Manufacturer narrative:
Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the reported controller failure alarm was due to a defective purge driver.

Manufacturer narrative:
D1: corrected the device brand name. D9: added the devices return information.